Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site visit on confirmed device met specifications as service installation record. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The reported treatment could be identified in the logfile. The surgeon missed vacuum one three times during the docking process/before the treatment. The suction ring was docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one value. The logfile shows the total treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. As per initial report clinical application specialist) was present when this occurred, and patient quickly belled her eye up which caused a suction break. Surgeon did not abort because he thought it was savable however he was unable to get under a flap to lift anything. The root cause can be concluded as patient condition related, as patient moved and caused suction loss during treatment. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an incomplete flap and patient belled up with suction lost in the left eye of a patient during lasik surgery. The surgeon did complete the flap however when attempted to lift there was no viable flap.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).